Event description:
Originally the physician had planned on implanting the three-piece bifurcated endovascular graft. Difficulty was encountered during the attempt to canulate the contralateral iliac artery. The physician was unable to introduce the wire guide through the left iliac artery after multiple attempts. The left common iliac artery was characterized by the presence of thrombosis and appeared to be occluded. The procedure was converted to an "aortouni-iliac" configuration due to the anatomical complications. Procedure was deemed a successful conversion.